Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited increased threshold measurements and the patient was experiencing hiccupping sensations during bi-ventricular trigger pacing. The impedance and sensing measurements are stable and within normal limits. An x-ray was order to assess for possible perforation or dislodgement. X-ray results showed that there was a loss of slack in the lead and a micro-dislodgement was suspected. Surgical intervention was performed and the lead was repositioned without issue.